Manufacturer narrative:
The investigation determined that a higher than expected vitros k+ result was obtained from vitros pvi lot p7690 fluid using vitros k+ slide lot 4102-1038-9350 on a vitros xt7600 integrated system. The assignable cause is unknown. A fluid issue was unlikely, as the same pv fluids that produced the higher than expected result was repeated three additional times and produced acceptable results. An instrument issue was an unlikely cause of the higher than expected result. A senior ortho systems engineer (se) found no issues with electrometer readings or pressure profiles. The ortho se checked the sample dispense and electrolyte reference fluid (erf) dispense and aspirate. The ortho se was unable to identify a root cause related to the vitros xt 7600 system. It is unlikely the vitros k+ slide lot in use contributed to the event. Repeat testing of the same pvi lot p7690 fluid on the same lot of vitros k+ slides generated acceptable results, ruling out both a k+ slide related issue and a fluid related issue. Continual tracking and trending of vitros k+ complaints has not identified any signals that would point to a potential systemic issue with the affected vitros k+ slide lot.

Event description:
During an internal precision validation test, an ortho clinical diagnostics (ortho) scientist determined that a non-reproducible, higher than expected vitros potassium (k+) quality control result was obtained from a single level of vitros performance verifier (pv) quality control fluid using vitros k+ slides tested on a vitros xt7600 integrated system. Vitros pvi lot p7690 results of 3.85 mmol/l versus the expected result of 2.87 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Patient samples were not processed as ortho was performing an internal validation test. There was no allegation of patient harm for this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).